Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer later reported that the pain and insr not working has been ongoing and the circumstances that led to the insr not working were unknown. It was noted that the patient received new equipment and the reported symptoms/device issues had not been resolved yet.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger.

Event description:
The consumer reported that the patient was in too much pain and her device/recharger was not working. The patient had not been helped as of (B)(6) 2016. It was noted that the patient asked the healthcare professional's office to page a manufacturer representative for help, and the patient had not met with a manufacturer representative. The patient's indications for use included failed back surgery syndrome.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis results for the implantable neurostimulator recharger (insr) [sn: (B)(4)] were not available at the time of this report. A follow-up report will be sent when analysis is complete. Analysis of the desktop charger (dtc) [sn: (B)(4)] found bent connector pins on the cable assembly. Evaluation conclusion code applies to the implantable neurostimulator (ins); evaluation conclusion code applies to the implantable neurostimulator recharger (insr) and desktop charger (dtc). Evaluation results code applies to the implantable neurostimulator recharger (insr); evaluation results codes apply to the desktop charger (dtc). Evaluation method codes apply to the desktop charger (dtc). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there was a loose connector pin on the desktop charger (dtc). It was noted that the patient was not happy. There was no alleged out of box failure, and there was no indication of patient harm. A replacement dtc was requested. It was also reported that the patient had poor coupling; the patient was unable to communicate with the patient programmer or implantable neurostimulator recharger (insr). In addition, an unknown message was seen on the patient programmer. Additional information received from the consumer on (B)(6) 2016 reported that the insr had not worked since (B)(6) 2016. The insr was not powering up; the patient had received a replacement dtc, but nothing happened with the insr. The patient noted that she was sent a dtc and she was not sent an insr.

Manufacturer narrative:
Upon further review, evaluation conclusion code applies to the implantable neurostimulator (ins), evaluation conclusion code applies to the implantable neurostimulator recharger (insr), and evaluation conclusion code applies to the desktop charger (dtc).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.